Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description with procedure date. Device history records review was completed for part: 04.168.285s, lot: l681351 (lot of finished part either l806808 or l815351). Manufacturing location: grenchen, release to warehouse date: feb 22, 2018, expiry date: mar 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product investigation was completed. The returned bolt for femoral neck system was intact and nothing was broken or bent. The device has various marks on the distal end which supposedly were caused during device explantation. The bolt was returned without a reported specific allegation against the product as various implants were removed because of necrosis on the femoral head. The visual inspection did not identify any unexpected damage. The device history records review has shown that the device was manufactured according to the specifications. We are not aware of any other complaint for this article- and lot combination which are associated to the reported problem. Without knowing the product allegation, the complaint is unconfirmed for the implant in question. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a re-operation surgery on (B)(6) 2019 due to necrosis of the femoral head. Initially, a femoral neck system (fns) was implanted on an unknown date to treat a femoral neck fracture. During reoperation, the patient had a bipolar hemiarthroplasty (bha) procedure wherein an artificial femoral head and a side plate were inserted. Reportedly, fns device was explanted. It is unknown how the issue was discovered. There was a forty-five (45) minutes surgical delay. Patient status and surgical outcome were unknown.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a reoperation surgery on an unknown date due to necrosis of the femoral head. Initially, a femoral neck system (fns) was implanted on an unknown date to treat a femoral neck fracture. During reoperation, the patient had a bipolar hemiarthroplasty (bha) procedure wherein an artificial femoral head and a side plate were inserted. Reportedly, fns device was explanted. It is unknown how the issue was discovered. There was a forty-five (45) minutes surgical delay. Patient status and surgical outcome were unknown. This complaint involves four (4) devices. This report is for one (1) femoral neck system plate 1 hole - sterile. This report is 2 of 4 for (B)(4).